Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Device history record (DHR) review cannot be conducted because the lot number was not provided by the customer. (B)(4).

Event description:
It was reported that a patient, male, underwent a atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter. It was reported that the lasso navigational variable eco catheter got stuck in the mitral valve. There was difficulty in removing the catheter. During its removal, part of the mitral valve structure got damaged. This was proved as a papillary muscle was attached to the lasso navigational variable eco catheter when extracted. Subsequently the patient underwent a mitral valve replacement procedure. Per physician assessment, this event is possibly device-related. The product has not yet been returned for analysis. Upon request, additional information was provided on the event. It was unknown if there was any ring or other physical damage observed at the distal end of the catheter. The mullins sheath was used and the french size was probably 8.5. This was a life threatening event. The patient did require one more night of hospitalization. No further information is known regarding the patient status.